Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6)2025, that on (B)(6)2025, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2025. The patient's parent reported that the patient experienced a skin infection extending beyond the sensor patch perimeter which occurred 5 days after the sensor had been inserted in the arm. On (B)(6)2025, the parent consulted the patient¿s pediatrician who prescribed an oral antibiotic medication (bactrim, unspecified dosage). At the time of report the infection was healing after treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.